Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial product, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her hip replaced some time ago where she received a summit pinnacle total hip construct. The surgeon did her original surgery at beaumont hospital, the campus was unclear at the time of the revision surgery. The patient had dislocated recently and came into the ER at the royal beaumont campus. The patient was revised on (B)(6) 2022 where the surgeon explanted the patients hip ball and pinnacle constrained liner, the summit stem and pinnacle cup were left in situ. There was evidence of impingement on the neck of the summit stem which was making contact with the ring around the rim of the constrained liner. The surgeon stated the patient most likely levered their hip ball out of the liner due to rim of the liner eventually fracturing. A new hip ball was implanted on the summit stem and a new liner was implanted in the acetabular cup. Doi: unknown. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.